Manufacturer narrative:
Section h3, h6: the device was not returned for evaluation. However, the photograph was reviewed, and revealed that the screw is fractured. The clinical/medical investigation concluded that, as of the date of this medical investigation, the requested clinical documentation has not been provided; therefore, there were no clinical factors found which would have definitively contributed to the event. Per case details, during a metacarpal osteosynthesis surgery, the mini system screw broke when passing the cortical screw and split leaving the body inside the patient and head outside. Reportedly, an attempt to remove the device was unsuccessful and the device was ¿left inside the patient.¿ the provided photo was reviewed and appears to show a broken piece of the device, however, does not aid in determining the root cause of the reported device breakage. The patient impact beyond the reported screw breakage cannot be determined. The potential for micro-motion and/or migration, and local skin irritation/discomfort cannot be rule out if any portion of the device is left unsecured. Per case communication, the procedure was completed with a non-significant delay using a smith and nephew backup device. It was further reported, ¿the patient¿s health was not affected.¿ device batch number was not provided, thus, an evaluation of the manufacturing records could not be performed. A review of complaint history for the previous 12 months did not reveal similar events for the listed device. A review of the instructions for use documents for mini-fragment plating system revealed that cracking or fracture of implant components has been identified as adverse effects. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. According with the material specification, the quality and manufacture of standard grade titanium-6 aluminum-4 vanadium alloy shall be controlled. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include size selected, surgical technique or excessive forces. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during a metacarpal osteosynthesis surgery, when a vlp ti 1.5mm x 8mm ctx scr t4 s-t was being placed, it broke off, leaving the body inside the patient and the head outside. An attempt was made to remove it but due to its size it was not possible and was left inside of the patient. The procedure was resumed, after a non-significant delay, with a backup s+n device. No further complications were recorded as a result of this situation.